Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator provides tidal volumes higher than set and falls in autotrigger. Intellisync+ and et tube compensation were used. The ventilator was replaced. No harm to the patient was reported. The breathing circuit used was breathing circuit set, coaxial (pn 260207).